Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws. When the device was fired outside the patient, the clip ejected. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had been fired on an existing clip when the device was used on the cystic duct.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? -unk. What vessel or structure was the device fired on at the time of the event? -cystic duct. Was the clip fully advanced into the jaws prior to firing? -no. Was there any torquing or twisting of the device present at the time of firing? -there was a possibility. Was any unexpected resistance felt while firing the trigger? -no information. Were any unexpected noises heard? If so, when? -no information. Did anything unexpected happen prior to this incident? -the device was fired on an existing clip. Was the device fired after this incident in or out of the patient? -no information. What were the indications for surgery? What was found? -no information. Does the patient have any relevant history of surgical treatments? If so, what? -no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? -no information.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object, or clip placing stress on the jaws, causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.